Manufacturer narrative:
The electrode lot number was requested but not provided. The investigation reviewed the last calibration performed on 24-jul-2023; the results were within specifications. The investigation reviewed the qc recovery and noted that it was within -2 standard deviations (sd). There was no indication of a performance issue with the reagent. The investigation reviewed the alarm trace; no issues were noted. The field service engineer (fse) inspected the module and determined that the event was due to a failure in the ultrasonic unit (mixing vessel). While observing ion-selective electrode (ise) checks, the fse noted that the mixing power was visibly inconsistent for over ~100 ion-selective electrode checks. He then replaced the ultrasonic unit. He also adjusted the sample probe over the ise 2 dispense position. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for an unspecified number of patient samples tested on the cobas 8000 cobas ise module (double). The reporter stated the sodium quality control (qc) and patient results were increasing over time in the ion-selective electrode (ise) 1 of the module. They then reran the patient samples on the ise 2 of the module and the results were lower. The reporter was able to provide one example of a discrepant result. The initial result was not reported outside of the laboratory. The initial sodium result from ise 1 was 146 mmol/l. The repeat result from ise 2 was 139 mmol/l.